Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown zipfix implant. Part and lot numbers were not provided by the reporter. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the surgeon was not able to easily tighten and cut the ends of the zipfix implant. The surgeon did manage to tighten the last zipfix implant using the applicator instrument but it was reported that it took more time than normal; however, a surgical delay was not reported. There was no harm to the patient. This report is for one unknown zipfix implant. This report is 1 of 1 for (B)(4).